Event description:
The physician was aspirating speciment samples from a pancreatic cyst. The procedure was successfully completed and upon withdrawal of the needle the needle lodged in the submucosa of the patient's stomach. Attempt to retrieve the needle is unknown. No patient injury was reported. Information provided stated that a side viewing duodenoscope was used during the procedure. Company can advise that the company's product label instructs the user to use this product with a forward viewing endoscope only. Using the gi aspiration needle with a side viewing endoscope can cause needle detachment as reported.